Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021--08-20 h6: investigation summary it was reported by the facility representative the saline syringe became hard to push or would not flush properly. To aid in the investigation, one empty sample with no packaging flow wrap was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1035818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. The following information was provided by the initial reporter: it was reported by the facility representative the saline syringe became hard to push or would not flush properly. Reported date: (B)(6) 2021 event date: (B)(6) 2021 ¿ when starting an IV for several patients, the saline flush used for those individual patients were difficult to flush causing me to think the IV was not good. After using another saline flush to clear the line with no issues, it was determined that there was a saline flush lot# 1035818 ex 2024-1-31 that was causing the difficulty.

Manufacturer narrative:
Investigation summary: it was reported by the facility representative the saline syringe became hard to push or would not flush properly. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 306546, lot numbers 1034085, 1084397 and 1035818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: it could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. Rationale: CAPA not require at this time.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. The following information was provided by the initial reporter: it was reported by the facility representative the saline syringe became hard to push or would not flush properly. Reported date: (B)(6) 2021. Event date: (B)(6) 2021. When starting an IV for several patients, the saline flush used for those individual patients were difficult to flush causing me to think the IV was not good. After using another saline flush to clear the line with no issues, it was determined that there was a saline flush lot# 1035818 ex 2024-1-31 that was causing the difficulty.